Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(6), product type programmer, patient; product ID 3889-28, lot # va0ge4r, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient¿s therapy worked good initially but when they woke up in the morning 3 days ago it worked good but then after that it just died. The patient felt stimulation in the groin area now and it felt different from when they were implanted. It was noted that the patient was not sure if they changed their programming. The patient had worked with the dvd and knew how to change the program if needed. Additional information received reported that the patient was implanted with their device about 30 days ago. The patient was having problems with their device 3 weeks ago and the device wasn¿t really working well for them. It was noted that the patient went to their health care provider¿s (hcp¿s) office and had the device checked out. The physician¿s assistant (pa) programmed the patient on program 1 at 2.2v and the first day on the new settings, which was 3 weeks ago, didn¿t really work for the patient. It was reported that on the second day the patient noticed a difference and it seemed to work for them but ever since then it didn¿t seem like it was working. The patient didn¿t eliminate very much during the day and at nighttime the patient would do a complete urinal full. It was noted that if the patient went during the day, like every 3 or 4 hours, they would only do ¿200 to 300 centimeters.¿ the patient was not able to eliminate a whole lot during the day but mostly at nighttime when they went to bed they would wake up at 5 am and go a pretty good bit and after they got up in the morning and started moving around it seemed like it quit working. It was reported that at night the device seemed to work okay for the patient but it did not seem to work for the patient during the day as well and this had been going on since implant. The patient had spoken to their pa when they were at their hcp¿s office about these issues and the patient¿s settings were not in the surgical notes so the pa reprogrammed them and documented the settings in the notes.